Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: the analysis results found that the device was returned. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and topical skin adhesive was used. When the surgeon tried to break and activate the adhesive, the tube inside the pen protruded to the surface of the pen and caused a minor bleed on dr.'s thumb. He found the edge was too sharp and cut though the plastic protection. Additional information was requested and obtained: the area was treated with betadine to wash hand then he used tape to surround the thumb. No medical or surgical intervention was required. No special diagnostic tests performed. The surgeon's tape was removed and he recovered.